Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for birth control. Within a few months after her implant, the consumer underwent an hsg (hysterosalpingogram) test that confirmed full occlusion of her fallopian tubes. Approximately four months after the implant, the consumer began experiencing severe, lower abdominal and pelvic pain, severe back pain (other than during menstruation), a metallic taste in her mouth, vaginal infection and discharge, and fatigue. Over the next year, she reported these symptoms to her physicians who treated her with cortisone injections for her pelvic pain. She was also seen by several physicians at emergency room. In (B)(6) 2010, the consumer consulted with a doctor about symptoms and treatment, including potential removal of essure. On (B)(6) 2010, she underwent an exploratory laparoscopic surgery to determine the cause of her symptoms. On (B)(6) 2010, she underwent a partial hysterectomy to remove her uterus. She found the recovery from the laparoscopic surgery and hysterectomy to be painful, and it took her six weeks to recover following the surgeries. Consumer has been forced to miss work due to her symptoms and surgery. Company causality comment: this legal case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and four months after the implant, the consumer began experiencing severe pelvic pain. Around one year after placement procedure, she underwent a partial hysterectomy to remove her uterus. This event is anticipated according to reference safety information for essure. Given the temporal relationship and the absence of alternative explanation, causality with essure device cannot be excluded. Since an intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality safety evaluation received on 14-nov-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this legal case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and four months after the implant, the consumer began experiencing severe pelvic pain. Around one year after placement procedure, she underwent a partial hysterectomy to remove her uterus. This event is anticipated according to reference safety information for essure. Given the temporal relationship and the absence of alternative explanation, causality with essure device cannot be excluded. Since an intervention was required, this case is regarded as incident. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("inflammatory response in the pelvis"), pelvic pain ("severe pelvic pain") and endometriosis ablation ("surgery (other): laser laparoscopy") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient underwent endometriosis ablation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("severe back pain (other than during menstruation)"), dysgeusia ("a metallic taste in her mouth") and fatigue ("fatigue"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract,"). In (B)(6) 2010, the patient experienced procedural pain ("recovery from the laparoscopic surgery and hysterectomy to be painful"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with abdominal pain lower. The patient was treated with surgery (hysterectomy with bilateral salpingectomy - robotic hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease and dysgeusia outcome was unknown and the pelvic pain, endometriosis ablation, vaginal infection, back pain, fatigue, procedural pain and urinary tract infection had resolved. The reporter considered back pain, dysgeusia, endometriosis ablation, fatigue, pelvic inflammatory disease, pelvic pain, procedural pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Concerning injuries reported in this case the following one/ones were described in patient medical records pelvic inflammation. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as infection (bladder/ urinary tract/vaginal): urinary tract,surgery (other): laser laparoscopy, inflammatory response in the pelvis. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas tobayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.